Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo n.v (under registration #3004468271). As of 2011, that number was de-activated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med ab and any medwatch reports were submitted under registration #1000381138. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. On 19 sep 2018 arjo became aware of the event, which occurred during the transfer of the resident using minstrel passive floor lift in (B)(6) in modena (italy). During the transfer of the patient from the bed, the spreader bar detached from the lift and the resident fell back to the bed. No injury was reported. The device evaluation was performed after the event by arjo technician. The results of the evaluation confirmed that the minstrel passive floor lift was in overall good condition, except detached spreader bar. The involved minstrel lift was serviced by the third party service provider and the last service was carried out on 18 may 2018. It was confirmed that the defective spreader bar was the originally fitted one and it was not replaced in the past. It means that the defective spreader bar was the originally fitted one and it was over 11 years old. Analysis of the all gathered information revealed that the detachment of the spreader bar was caused by the breakage of the bolt between the spreader bar and the lifting arm (the long-term use could create a metal fatigue and a formation of micro-cracks in the thread) and bending tension which can occur when user is not following the instruction for use warnings and instructions (e.g. Load mass was unevenly placed on sling; or lift moved by pushing/pulling suspended patient body, sling or spreader bar). The preventive maintenance schedule section in operating and product care instructions (mmx15030.en.m issue 3) includes information regarding everyday inspection: "make sure all external fittings are secure and that all screws and nuts are tight". Additionally, it is mentioned in the operational life section that: "the operational life of the minstrel is dependent on the actual use conditions. Therefore, before use, always make sure that the lift is safe to use and has not been damaged. If any damage should be observed, do not use the minstrel". Following all gathered information, it can be determined that deterioration of the components during years of usage could contribute to the event. The lift was long time in use- for over 11 years and the service of the minstrel passive floor lift was carried out by the third party company. The spreader bar was not replaced in the past, which indicates that it was the originally fitted one. When reviewing the reportable events for minstrel floor lift registered during the last 5 years, we have found a limited number of cases related to the failure of the bolt holding the spreader bar. The spreader bar disconnected from the lift during the resident's transfer and in that way the arjo device played role in the incident. The system was not up to the manufacturer's specification. This complaint decided to be reportable based on the potential of serious injury if the spreader bar disconnection would to re-occurred during transfer with a resident.

Event description:
On (B)(4) 2018 arjo became aware of the event, which occurred during the transfer of the resident using minstrel passive floor lift in (B)(6) in (B)(6). During the transfer of the patient from the bed, the spreader bar detached from the lift and the resident fell back to the bed. No injury was reported.